Event description:
The valve was explanted due to paravalvular leak. At explant, the sewing cuff did not contain tissue ingrowth except in a few locations. The valve was very easily removed from the annulus. The surgeon observed "erosion/necrosis" of the tissue that had been in contact with the sewing cuff. A non-silzone mechanical valve was implanted. No bacteria was identified.